Event description:
Additional information received reported that the last time the patient saw their hcp about a month ago they cut it off because it wasn¿t doing anything. The patient and hcp had tried it all and a ¿factory man came¿ and did reprogramming about 2 to 3 months ago. The patient had tried all of the programs from that session. The patient would feel stimulation and then wouldn¿t anymore. The patient turned it wide open and it didn¿t help. The hcp was suggesting botox and the patient didn¿t know if they wanted to do that.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0m0x3, implanted: (B)(6) 2014, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient had a loss of therapy. The patient's therapy was not working (symptomatically speaking) since implant. The therapy was activated on (B)(6) 2014. The patient was implanted for gastrointestinal/ pelvic floor issues.

Event description:
Additional information received reported that there was a (B)(6) percent or greater symptom reduction. The patient had (B)(6) percent during the peripheral nerve evaluation (pne), but only had (B)(6) percent on the implant. The cause of the event was not determined and reprogramming was needed. The patient experienced a gradual loss of therapeutic effect and did not experience a loss of stimulation. The patient was not recovered and had symptoms or an issue ongoing. The patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient also still had concerns with their device or therapy but had not sought further help. It wasn¿t working at all and the patient would have an appointment on 2015-(B)(6).

Event description:
It was reported that the patient¿s device wasn¿t ¿working for nothing.¿ the patient never had therapeutic effect and the device had not been effective since it was implanted. The patient was going to the bathroom 4 to 5 times during the day and 4 to 5 times at night. The patient was also not able to control or hold their urine. The patient met with their manufacturer representative about a month ago and they were made aware of the event during the appointment. The manufacturer representative was in the room when the patient told their health care provider (hcp) that their device was not effective. At the appointment the manufacturer representative put the patient at a higher adjustment. The device had to be put on a ¿high rang¿ for the patient to feel anything. The patient got the device to get away from taking pills for their bladder. The patient would have an appointment with their hcp in 3 days. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).